Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system and confirmed that wireless footswitch was not working after fco implementation. Per the information collected, the wireless footswitch did not connect to its base station. The connection was re-established and the connection failure in the wireless footswitch has been resolved with a software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022)/ field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless foot switch was not working after a fco (field change order) was implemented. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the wireless base station. The fse reprogrammed wireless base station and returned the system to use in good working order.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.